Event description:
It was reported that 12 bd luer-lok¿ tip syringes had black foreign matter found in them, 7 syringes had cracked barrels, 7 syringes had missing scale markings, and 1 syringe had a deformed stopper. The following information was provided by the initial reporter, translated from japanese to english: "the following issues were reported for syringe (309604): (1)foreign matter ×12: black spot(s) or dirt was found. (2)damaged barrel ×7: a crack was found. (3) marking issue ×7: the marking on the barrel was missing. (4)stopper damaged ×1: the stopper was deformed."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/29/2021. H.6. Investigation: twenty seven samples and photos received for investigation. Upon visual inspection, foreign matter, cracked barrel, scale marking issue, and defective stopper are observed. Twelve syringes with black dots can be seen on the barrel and a piece with a stain on the nozzle point. Seven syringes were observed with cracked barrel and a broken plunger. The scale of seven syringes were observed with incomplete lines and scratches. One syringe observed with a defective stopper. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. It is required to carry out a documentary investigation to verify the reported parts correspond to a batch number and to verify if there were problems during the manufacturing of the batch that could cause the reported defects. However, without a batch number, we are unable to further investigate and determine potential root causes or improvements in the process. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 12 bd luer-lok¿ tip syringes had black foreign matter found in them, 7 syringes had cracked barrels, 7 syringes had missing scale markings, and 1 syringe had a deformed stopper. The following information was provided by the initial reporter, translated from (B)(6) to english: "the following issues were reported for syringe (309604): (1)foreign matter ×12: black spot(s) or dirt was found. (2)damaged barrel ×7: a crack was found. (3) marking issue ×7: the marking on the barrel was missing. (4)stopper damaged ×1: the stopper was deformed".